Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter, (B)(4), was not functioning and unable to provide power. One controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing due to two open fuses. Upon further inspection, it was observed that a resistor was inadvertently making contact with an integrated off-line switcher, causing a short. The short most likely resulted in an over-current condition, which caused the two fuses to open. Based on the available information, the most likely root cause of the reported event can be attributed to an assembly error, where a resistor was inadvertently shifted during the assembly process, causing the resistor to come in close proximity to another component. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter would not supply power to the controller. The device was exchanged without reported patient consequences.